Event description:
The customer reported that the touchscreen did not respond to setting changes. The unit was being used on a patient at the time the reported issue occurred however, there was no patient harm.